Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This could have attributed to the reported failure "difficult to position" the pericardial effusion can not be confirmed.

Event description:
It was reported that this lead was unable to be successfully implanted due to placement difficulty and helix retraction issues resulting in a pericardial effusion and an invasive intervention was necessary. No additional adverse patient effects.

Manufacturer narrative:
No further information concerning this report is available at this time, if the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this lead was unable to be successfully implanted due to placement difficulty and helix retraction issues resulting in a pericardial effusion and an invasive intervention was necessary. No additional adverse patient effects.